Event description:
On (B)(6) 2014, the customer reported erroneous results for complete blood count (cbc) were recovered on (B)(6) 2014 for a single patient sample when using the coulter act diff analyzer. The results were determined to be erroneous when compared to results obtained from another sample from the same patient and run on another instrument. The erroneous test results were reported out of the laboratory, however there was no affect to patient treatment associated with this event. There was no death or injury associate with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the probe wipe to resolve the issue. This MDR is related to MDR 1061932-2014-02617 for a similar event at the same customer facility on a different date.